Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Clinical reference number: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that myofascial pain (nuchal pain) and severe radiated to left shoulder), with a start date of (B)(6) 2011 till end date (B)(6) 2014. The event was possibly related to the type of surgery and possibly related to the implant. Treatment intervention was analgesic patches and warm packing regularly. This is report number 1 of 1 for (B)(4).